Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
The patient's sister reported that her sister had suffered a bad infection due to vns and needed to have the device explanted. No further details were provided. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.